Event description:
It was reported that during the procedure, while advancing a 6x100x135 absolute pro self-expanding stent system without resistance into a non-abbott guide sheath toward a lesion in the non-tortuous distal superficial femoral artery, it was discovered that the outer member shaft had detached from the handle, while the inner member shaft remained attached; the outer member shaft was observed sliding over the inner member shaft, at the separation site. The absolute pro was able to be withdrawn from the anatomy without resistance and another same size absolute pro stent system was used to complete the procedure. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to initial filed MDR, the returned goods lab received the 6x100x135 absolute pro self-expanding stent system with the distal end of the handle slightly opened, or cracked, at the seam line. Additional information confirmed that while no force was applied during use, the open or cracked handle at the seam was noted while introducing the absolute pro into the non-abbott guide sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and open handle were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.